Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Was the broken drain removed completely from the patient? No further information is available. Was the broken drain replaced during the same surgery? No further information is available. How was the case completed? No further information is available. No further information will be provided.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a drain was used. During surgery, when pulling off the trocar needle from the drain, the drain was broken. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.